Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to extrusion of device and recurrent progression of aggressive basal cell carcinoma involving the tissue surrounding the device. The patient was givien antibiotics along the way but it was proven to be ineffective.